Manufacturer narrative:
Further investigation confirmed reported failure when the unit generated a c-33 error on start-up during the initial investigation. Troubleshooting led to a malfunctioning hf generator pcb and once replaced, the mentioned error ceased.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the vio integrated electro surgical unit (iesu). Fa was able to confirm/reproduce the customer reported complaint when the unit was placed on an in-house system and was run in normal mode. The complaint regarding the iesu errors was confirmed by fa, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting error on the erbe an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe (generator) per isi procedures. System tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, analysis is not yet completed. Follow/up MDR will be submitted with analysis findings.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer received an error c-00 on the integrated electro surgical unit (iesu) erbe and was not able to use bipolar energy at all. The error m-35 and u-04 and c-33 were observed in logs. Intuitive surgical, inc. (Isi) technical support engineer (tse) assisted the customer through a power cycle of the erbe and c-33 error persisted. The customer proceeds with the case using the third-party products for energy activation. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.